Event description:
It was reported the pt has been without stimulation for approx one month and the ipg is unable to communicate with the external devices. Surgical intervention may take place at a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.